Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported their device was explanted. It was stated their therapy stopped working for them and had a return of symptoms. It was noted the entire system was removed (B)(6) 2016. Indication for use was post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.